Event description:
On (B)(6) 2025, a patient underwent a recanalization procedure using the crosser in superficial femoral artery and during the procedure the cto catheter allegedly had not connected properly. It was further reported that the sound was weak. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the crosser cto recanalization catheters products that are cleared in the us. The pro code and 510 k number for the crosser cto recanalization catheters products are identified in d2 and g4. H10: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: one 14s crosser cto recanalization catheter was received for evaluation. Upon visual evaluation, no anomalies noted to transducer handle, saline hub, or distal tip. Marker band was present and undamaged. Material separation was noted to distal end of the catheter. Distal tip was present and still attached to the corewire. Upon functional testing, the crosser was connected to the crosser generator and flowmate injector without issue, but further testing was not performed due to the material separation. Therefore, the investigation is inconclusive for the reported connection problem as no further evaluation was performed due to the condition of the device. However, the investigation is confirmed for the identified separation as the distal tip of the catheter was separated from the distal end of the catheter shaft. A definitive root cause for the reported connection problem and identified material separation could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.